Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 700 mg/dl. The father stated that the customer has been admitted for high blood glucose levels several times since (B)(6) 2011, but he could not recall the dates. The father declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.